Manufacturer narrative:
Additional information was received. The complaint site confirmed that no balloon piece was left in the patient or removed from the patient.

Manufacturer narrative:
Cine imagery and device-related photos were provided by the complaint site. During review it was observed: ruptured balloon was noted. The proximal balloon spring was also stretched/loose. Cine imagery reveals no issues prior to thv deployment. The flex tip was properly pulled back to the center of triple marker and that the valve was well aligned. The delivery system was returned to edwards lifesciences for evaluation. During visual analysis the radial and longitudinal balloon burst confirmed, balloon material was missing at the proximal taper area, proximal spring was stretched, flex tip gouges were noted, scratches noted approximately 53cm from the proximal handle, and scratches were visible at the balloon proximal bonding. During dimensional analysis, the balloon single wall thickness was measured along the edges of the burst location on the balloon working length and was found to meet specification. No relevant functional testing could be performed due to the condition of the returned device (balloon burst). The complaints for ¿balloon ¿ burst¿ and ¿balloon ¿ separated¿ were confirmed based on the condition of the returned device, but no manufacturing non-conformances were identified during product evaluation. No visual abnormalities were observed on the returned sample and dimensional measurements met specification. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. As reported in the case notes, the patient had mild annular calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation of balloon material. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in canada, during deployment of a 23mm sapien 3 valve by transfemoral approach, the balloon ruptured at full inflation. The valve was well positioned, anchored, and no pvl was observed. There were no complications due to the ruptured balloon and no further intervention was required. The delivery system and balloon were safely removed. The patient was doing well after the procedure. The balloon was thought to have ruptured because of interaction with calcium. The patient had a mild degree of calcium in the annulus/leaflets. Nominal inflation volume was used.

Manufacturer narrative:
Additional information was received. Code added to section f10. During the preliminary engineering evaluation, it was observed that the balloon burst both radially and longitudinally. The balloon appeared to be missing pieces at the proximal taper area. It was confirmed that no balloon pieces were left in the patient. The patient is currently doing fine. The investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.